Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: it was reported that on (B)(6) 2023, patient had a right total knee arthroplasty femoral revision to address broken (fracture) depuy distal femoral prosthesis hinge. - fracture and surgical repair of knee hinge normal activity. During the procedure the surgeon observed that there was a broken hinge, and the cross pin which was removed. The femoral component was noted to have a small amount of corrosion. The 45mm intercalary body segment was cold welded and would not disassociate. Part/lot information of the removed component. The product was not returned to j&j medtech orthopaedics; however, photos were provided for review. See attachment (B)(4) medical record ad (B)(6) 2025. The photographs attached were reviewed, however they do not represent the reported femoral component. Therefore, the investigation could not draw any conclusions about the reported implant due to the insufficient evidence provided. A manufacturing records evaluation (mre) was not performed as no lot number was able to be retrieved for this device. If the lot/serial number becomes available, the record will be re-assessed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the photographs provided are not representative of the reported femoral component. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was able to be retrieved for this device. If the lot/serial number becomes available, the record will be re-assessed.

Event description:
It was reported that on (B)(6) 2023, patient had a right total knee arthroplasty femoral revision to address broken (fracture) depuy distal femoral prosthesis hinge. Fracture and surgical repair of knee hinge normal activity. During the procedure the surgeon observed that there was a broken hinge, and the cross pin which was removed. The femoral component was noted to have a small amount of corrosion. The 45mm intercalary body segment was cold welded and would not disassociate. Part/lot information of the removed component. Affected side: right knee.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.